Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for patient #1. Complaint summary: date: (B)(6) 2013, inratio: (4.8); laboratory: (2.06). Pt's therapeutic range is (2.0-3.0).

Manufacturer narrative:
Pending investigation.